Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow covid-19 antigen self test on a direct tested nasal kitted swab. Repeat testing was performed and generated negative results. Confirmation testing with pcr generated negative results. Additional information was request but has not been provided.